Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20465520, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients lead had migrated resulting to loss of coverage. The patient underwent an explant procedure.